Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is (B)(6) has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that two boxes of syringe 0.3ml 8mm 90 bx 450 mo had missing label information during use. The following was reported by the initial reporter: "it was reported no expiration date info. It is determined from these two boxes lot number the items are expired. Verbatim: consumer reported has two boxes same lot/item number no experation date info. It is determined from these two boxes lot number the items are expired. Product has not been used in years. Caller did not want to leave demographics"